Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. "17 or 18" mg/dl and 167 mg/dl 2. 16 mg/dl and "180 something" mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.